Manufacturer narrative:
Sample is not available for return. Argon in investigating this issue and a follow-up report will be submitted upon investigation completion.

Event description:
It was reported that an attempt was made to use a mis-7f077 to treat a lesion in the great saphenous vein (gsv). The lumen flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. The wire was broken off in the patient during insertion and had to be retrieved by the physician. All contents were found and retrieved from the patients leg. The physician was able to then gain access and finish the procedure per the IFU. No patient injury reported.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. There were no samples returned to argon for review however, there was an image provided. The visual inspection of the image established that the guidewire was broken. CAPA ca-00040 has been initiated to address the broken guidewire issue, and the CAPA will identify the specific causes and corrective actions to be taken. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformances found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Event description:
It was reported that an attempt was made to use a mis-7f077 to treat a lesion in the great saphenous vein (gsv). The lumen flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. The wire was broken off in the patient during insertion and had to be retrieved by the physician. All contents were found and retrieved from the patients leg. The physician was able to then gain access and finish the procedure per the IFU. No patient injury reported.